Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any difficulties encountered when closing on the tissue? Was the tissue pin in place prior to firing? Was the instrument fired across or near an existing staple line or clip? Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were any difficulties encountered when closing on the tissue? Was the tissue pin in place prior to firing? Was the instrument fired across or near an existing staple line or clip? Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? Response from the affiliate: I unfortunately do not have any additional information from the account on the below incident. All of the information that they had given me was shared on my incident report. The analysis results showed that the tx30g device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bronchus lung procedure the surgeon was dividing the bronchus when firing the device initially with a green reload. When he observed the staple line, he visually noticed that the staple line was incomplete. There were no malformed staples reported. There was no report of any difficulty firing the device or any additional information regarding the procedure. They used another device to complete the procedure.